Event description:
The rescue squad was called to a patient's home. When they arrived to the patient's home, the patient was disoriented and confused. They tried to test patient with their fasttake meter and meter did not start. Because of patient's symptoms, they had mentioned that they would have taken patient to the hospital regardless of what the meter read. Customer service was unable to resolve the issue and sent patient a new meter. Rescue squad was unable to provide any more information about the patient. Based on the information provided, this case is being reported as a malfunction.